Manufacturer narrative:
(B)(4). The device was not returned for analysis. The reported difficulties and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. There is no indication of a product quality issue with respect to manufacture, design or labeling. The two other proglide devices are filed under separate manufacturing report numbers.

Event description:
It was reported that an arteriotomy closure of the heavily calcified right common femoral artery was attempted using three proglide devices with a 7f sheath after a coronary interventional procedure. Reportedly, a cuff miss occurred with all three devices. Manual arterial compression was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.